Event description:
It was reported that when the eluvia was deployed, the stent failed to fully expand, and thus, the radial force was insufficient to treat the lesion. An eluvia EU, 6x100, 130 cm was selected for use in the percutaneous angioplasty and stenting procedure. The target lesion was reportedly 100 percent stenosed, severely calcified, and located in severely tortuous anatomy. The target lesion was predilated prior to stent placement. The eluvia delivery system was advanced to the target lesion via an ipsilateral approach and deployed using the thumbwheel without difficulty. Once deployed, it was determined that the stent had failed to fully expand. As a result, the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that when the eluvia was deployed, the stent failed to fully expand, and thus, the radial force was insufficient to treat the lesion. An eluvia EU, 6x100, 130 cm was selected for use in the percutaneous angioplasty and stenting procedure. The target lesion was reportedly 100 percent stenosed, severely calcified, and located in severely tortuous anatomy. The target lesion was predilated prior to stent placement. The eluvia delivery system was advanced to the target lesion via an ipsilateral approach and deployed using the thumb wheel without difficulty. Once deployed, it was determined that the stent had failed to fully expand. As a result, the radial force was deemed insufficient to treat the target lesion. The procedure was completed with this device. No patient complications were reported. It was further reported that the reference vessel diameter of the treatment area was 6.5 mm.